Manufacturer narrative:
Patient code of 3191 used to capture the reportable event of surgery.

Event description:
It was reported that surgical intervention was undertaken. Difficulty was encountered with removing the electrode due to reported fibrosis. Boston scientific technical services (ts) discussed removal techniques. The electrode was successfully explanted. A transvenous implantable cardioverter defibrillator (ICD) system was implanted. No additional adverse patient effects were reported. This electrode was discarded and will not be returned.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to t-wave oversensing. Additionally, review of the stored episode also noted noise. The electrode position was felt to be sub-optimal. Boston scientific technical services (ts) discussed troubleshooting options. The patient was admitted to the hospital for a potential revision of the system or electrode, however, no revision procedure was performed. Tachycardia therapy was programmed off and the patient was discharged from the hospital. Available information indicates this product remains implanted and in service. No additional adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.